Event description:
According to the reporter, they had a bravo capsule which failed to detach. It was reported there was no harm caused to the patient, a repeat procedure was performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The vacuum source was medela and the vacuum pressure before the procedure was 550 mmhg. Lubricant was used to facilitate placement of the capsule but it is not known if any lubricant got into the capsule chamber. The patient did not suffer from any adverse event during the procedure. The delivery system is expected be returned to given.